Event description:
It was reported that during the implant procedure, the physician experienced trouble passing stylets at the pin portion of the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Tthe distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Stylet insertion test passed. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).